Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed, and failure analysis investigations replicated and confirmed the customer-reported complaint. The instrument failed the electrical continuity test, indicating an interrupted electrical pathway between the instrument pins and grip tips. The instrument passed the energy recognition test. Continuity testing was performed on each grip, and current flow was not detected across one grip tip. No obvious damage was observed on the conductor¿s wire. As a result, the instrument failed to seal. The instrument was transferred to the engineering team for further investigation, and initial findings were confirmed. The instrument failed the continuity test for one of the jaws. X-ray analysis revealed that the conductor wire for that jaw was broken at the weld, resulting in a loss of continuity. The complaint was confirmed by failure analysis.the probable root cause of the broken conductor wire and failed continuity test is attributed to manufacturing issues. Blank MDR fields:the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.the expiration date for section d4 is not applicable.field d6 is blank because the product is not implantable.information for the blank fields in section e1 is not available.field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA.fields g5 and g7 are not applicable.field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted hartmanns surgical procedure, the customer reported the vessel sealer extend cable broke when the instrument was first controlled, resulting in its malfunction. The instrument was promptly removed and set aside, and a new vessel sealer was used to continue the procedure. The procedure was completed with no reported injury.